Manufacturer narrative:
Lot number: - 19b040, 19d061, and 19e015. Five (5) single-use devices were received for evaluation. For four of the devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, fluid did not flow out of the distal luer. Microscopic inspection on the luer revealed that the cause of the flow problem was air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the device¿s luer. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five (5) small volume infusors did not flow during infusion. These events each involved a patient with no patient consequences. No additional information is available.